Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found.

Event description:
It was reported that the patient was very active and the atrial lead had dislodged two days after implant. The lead was explanted and the physician chose to change the lead to an active fixation lead. No patient complications were reported as a result of this event.